Event description:
MFR's clinical specialist reported incorrect monitor alarm default settings after software update. Condition has not been reported by any customer, nor has any adverse pt outcome been reported.